Event description:
It was reported that biomed stated that the arctic sun device would not fill. No suction at left port of manifold. Failed circulation pump. Arctic sun device will be sent to the depot for 2000 hour service. Per sample evaluation results on 11sep2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded. The tank seals were lifted. Mixing pump motor had seized bearings. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device would not fill. No suction at left port of manifold. Failed circulation pump. Arctic sun device will be sent to the depot for 2000 hour service.